Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation of the device by a third party field service engineer, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's system board and machine flow sensor needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. During the evaluation of the device by a third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's system board and machine flow sensor need to be replaced to address the issue. The system board and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and machine flow sensor as designed and operated without issue or error codes.